Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. Upon evaluation, the r781 resistor was open. The cause of the inability to complete testing is the open resistor. The root cause of the open resistor cannot be positively identified. The damage is consistent with external defibrillations. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.